Event description:
It was reported a pocket infection occurred. The patient "was having abdominal redness leaking." It was reported the pump was never filled. As a result of the event, a revision and "software upgrade/upload" was required. The pump and catheter were explanted. It was reported there were no patient symptoms or injuries related to the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was later reported that the pump/catheter was explanted. As far as the reported know the patient was recovering ¿fine.¿